Event description:
During a hip labrum repair procedure, drilled and implanted one 2.3 curved bioraptor anchor into the acetabular bone. Surgeon drilled for another anchor and the tip snapped off in the acetabular bone. The surgeon was confident that all pieces/debris was removed. They used the teeth from the distal tip of the curved guide to core out as much of the tip as they could, until they could reach in with a pituitary rongeur and pull it out. There was a reported 30 minute delay. They were able to use a new drill to drill a new site and complete the procedure. The original site was left empty. The patient's bone quality was reported as good. The patient was noted to be okay post-procedure, and did not require any additional monitoring or medical interventions. The device was discarded at the user facility prior to obtaining the lot number for this incident.

Manufacturer narrative:
(B)(4).